Manufacturer narrative:
Siemens reviewed the data provided by the customer. Based on the co-ox quality checks, performance with aqc, repeatability of sample concentrations as well as the lack of any calibration drift or diagnostic errors during the time period of the escalated events, the co-oximetry optical subsystem responsible for the measurement of thb was stable and functioning as expected. The reported values appear to be valid. It is unclear if there exists a predictable systemic thb difference between the rp500 and the lab hematology instruments. For an accurate measurement of thb, thorough mixing and rotating of the red blood cells immediately before analysis is required. The cause of this event is unknown.

Manufacturer narrative:
The customer stated that repeat testing was performed to confirm correct results and a corrected report was issued. Siemens has requested the data logs (paz, r1, cx) for the times of the events so the investigation can proceed, but to date the logs have not been provided. The customer stated the rp 500 instrument is operational. The cause of this event is unknown.

Event description:
The customer reported discrepant high total hemoglobin results on the rp 500 when compared to a non-siemens lab analyzer. There was no report of injury due to this event.